Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
The pump was investigated in the field by a service engineer. A device history record (DHR) was performed subsequent to the manufacturing of the device and prior to its release and no problems or issues were identified. A visual inspection of the pump found that the condition of the j9 connector revealed that the internal ribbon cable connection did not meet factory specifications. Per procedure, repair was performed, the pump was retested and the unit passed all functional testing. The root cause for the reported issue could not be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).